Manufacturer narrative:
Device is combination product. (B)(6). Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) study. It was reported that post a stenting treatment procedure, side branch stenosis occured. (B)(6) 2013, the patient presented with stable angina. Abnormal stress test or imaging stress test indicated ischemia prior to procedure and the patient was referred for cardiac catheterization. The 90% stenosed and 20mm long target lesion was located in the mid left anterior descending artery with a reference vessel diameter of 3.0mm. The target lesion was treated with pre-dilatation and placement of a 3.0 x 20 mm promus element plus study stent resulting in 0% residual stenosis. The same day the patient was discharged on dual antiplatelet therapy. Angiography results prior to the index procedure revealed 50% side branch stenosis at 2nd. Post procedure angiography revealed 80% 'branch percent stenosis' in 2nd diagonal.